Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2020, it was reported that during a monarch-assisted bronchoscopy procedure the patient was observed to have a pneumothorax. The target location was right lower lobe, but the pneumothorax was seen in the right upper lobe, and the user did not drive in the right upper lobe. The cause of the pneumothorax is unknown. The instruments used were an olympus needle and auris forceps. An endobronchial ultrasound (ebus) and x-ray was performed after the case. A chest tube was placed and the patient was checked into the hospital. The pneumothorax was resolved, and the patient was discharged on (B)(6) 2020.